Manufacturer narrative:
No injury alleged. (B)(4) has been in service for approximately 20 months. Maintenance history is unknown. Product base was returned and evaluated (B)(6) 2011. Engineering evaluation concluded that a screw for the battery plus terminal was not tightened sufficiently which caused the connector to overheat. With this failure device would become intermittent which would require service. (B)(4) manufacturer was contacted regarding one other incident. The manufacturer issued a corrective action to investigate the earlier incident. Manufacturer stated that the earlier incident was either caused by maintenance that did not reattach the screw correctly or the screw was loose. As a quality improvement going forward, the corrective action implemented the following changes: a regulated torque for the screw, updating the work instructions to include this torque, verifying the terminal location during final inspection, and checking the battery output/input holder for correct attachment prior to shipment. No further action indicated. There are only 3 of these incidents to date with no injury reported. MDR filed based on observed melting.

Event description:
The wire connector was not attached properly, which caused it to melt the connection point. No injury is alleged.